Event description:
Information received from the field notes that the patient presented for a follow-up post ankle surgery. Ventricular lead impedance was <200 ohms in both configurations. Bipolar capture thresholds were 4.0 v, 1.5 ms and unipolar capture thresholds were 2.0 v, 1.5 ms. Noise was noted during a high ventricular rate segm. The patient was paced ten percent of the time in the ventricle.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received